Event description:
The company was notified that the patient's electrode array had reportedly migrated. The patient's cii device was explanted in 2007. The patient was implanted with another advanced bionics cochlear implant on the contralateral ear. After the surgery, the patient reportedly had facial palsy. The company is in the process of collecting more information and will submit a supplement when information becomes available.